Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip detaching from the posterior leaflet, requiring intervention to stabilize. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A xtw mtiraclip (lot: 30407a1078) was implanted close to a lateral posterior leaflet cleft. 10 seconds after deployment the clip detached from the posterior leaflet (single leaflet device attachment (slda)). A ntw clip was implanted medially to stabilize the slda and further reduce mr to grade 2. There was no patient consequences or clinically significant delay. No additional information was provided.